Event description:
It was reported that the right atrial (ra) lead had dislodged. After revision, the lead dislodged again and tissue was found on the lead tip. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the conductor was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.